Manufacturer narrative:
Follow-up #1 date of submission 09/07/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2016 with the following findings: a review of the black box data showed several reboots. A visual inspection of the pump showed that the battery compartment was cracked. No battery cap was returned with the pump; a test cap was used. The cap was fully tightened and then loosened one half turn; power to the pump was interrupted due to the damaged battery compartment. The pump cover was opened and no moisture was observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage ) issue. Reportedly, the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.